Event description:
It was reported, the patient experienced pain at the implant site. Subsequently on (B)(6) 2015, the patient experienced a loss of osseointegration resulting in fixture loss.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.